Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event (B)(6) 2016. Device product code - ni. Expiration date - ni. Date implanted - 2010. Date explanted - (B)(6) 2016. Initial reporter - ni. Manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-05131/05132).

Event description:
Patient reported right hip revision six years post-implantation due to metal debris from implant resulting in pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant therapy date - unknown date in (B)(6) 2016. Concomitant medical product - unknown femoral head, unknown femoral stem. (B)(6). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-06423. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.